Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved and subsequently resulting in the decision to administer steroids. The implanted device remains.